Event description:
The customer contacted zoll and reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer adjusted the lifeband to troubleshoot the issue, but the ua45 message persisted. Zoll technical support provided instructions on how to clear the ua45 advisory message and requested the customer to contact zoll if the ua45 was resolved. Later, the customer contacted zoll and reported that the ua45 advisory message was cleared by following the instructions. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The autopulse platform associated with this complaint was not returned to zoll for evaluation. The customer was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) with the help and guidance received from zoll technical support. Note that user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.